Manufacturer narrative:
An event of off-label use of the device and device embolism was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt600034247 revision b "the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects." And "contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2013 transesophageal echocardiogram (toe) imaging was done and it revealed a patent foramen ovale (pfo). On (B)(6) 2020, imaging during the intervention was intra-cardiac echocardiography (viewflex catheter) and a 35mm amplatzer cribriform occluder was selected and successfully implanted in the patient. Three months post-procedure, the patient had an echo follow up and the physician discovered the device had embolized into the left ventricular outflow. The patient was asymptomatic. On (B)(6) 2021. The patient had a surgical intervention to remove the amplatzer cribriform occluder. No other device was implanted and the patient is currently stable.